Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving 5 mg/ml morphine at a dose of 1.699 mg/day via an implantable infusion pump for malignant pain. It was reported that a pump flip was suspected. It was suspected that the pump was flipped due to refill difficulties. The healthcare professional (hcp) was having difficulty accessing the refill port on (B)(6) 2017. The pump was currently being imaged to confirm pump orientation. The rep was described two images, one which showed the pump was flipped and the other which showed it was not. The patient was doing well and no symptoms were reported. Rep later reported that during procedure to confirm lettering for identifying pump under fluoro/xray. It was reported that the rep/hcp was reading "vgn", and the catheter port comes off to the left. The rep stated it appeared the pump was indeed flipped. The cause of the flip was unknown. The patient was scheduled for surgery on (B)(6) 2017.